Manufacturer narrative:
Analysis found that the handpiece was not working properly. Pre-repair temperature test was not performed due to error code 15 and motor stalling/seized, therefore the customer's complaint of overheating could not be confirmed. The cable failed earth resistance test as well. Disassembled housing and found that the seal, bearing and motor were corroded due to dried saline. Replaced all seal, bearings and motor/cable. The device was repaired, cleaned and tested to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the handpiece was overheating and the blade was not rotating during the procedure. There was no patient impact.